Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump keeps alarming no delivery. Customer's blood glucose was 267 mg/dl. In troubleshooting, customer disconnected and ran a fixed prime. Insulin did not exit the tubing. Customer was unable to manually push insulin through the tubing with a plunger. There is insulin inside the quick release. He was advised the alarm was caused by an occlusion. He was advised to change his infusion set and reservoir as soon as possible. Nothing further reported.